Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise bed range (including model 5000x, 8000x and 9000x), we have found couple complaints with a similar fault description compared to the one investigated here: bed collapsed. Device involved in the event is an enterprise 5000 bed, model number: e5x1bc101acasb serial number: (B)(4) which was manufactured on 14 sep 2015. The bed's device history record (DHR) has been reviewed; no anomalies were recorded at the time of manufacture. The bed involved in this incident has been returned and evaluated by an arjohuntleigh representative. Based on the collected information, photographic evidence and findings made during the inspection of the bed conducted by an arjohuntleigh representative, it has been established that the bed collapsed as the radius arm detached from the sub-frame. What is more, it has been noticed that one of the actuator was extremely damaged. It has been concluded that the device involved in the event was most likely subject to abuse and enormous external forces during transport and/or unpacking procedure. It is also worth noting that the enterprise 5000x bed has been designed, produced and certified to meet the requirements of standard. The enterprise 5000x beds are passing the requirements of clauses: - instability from horizontal and vertical forces, - safe working load, - static forces due to loading from persons or dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage. In summary, the device was not being used for patient treatment/diagnosis, it failed to meet its specifications (bed collapsed) out of box and likely as a result of transport issues, and therefore play a role in this event. Fortunately, there was no patient involvement and there were no injuries sustained. Complaint was decided to be reportable in abundance of caution. Given the circumstances and the number of products in the market we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, (B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Initially, it was claimed that after the delivery of the device to the customer, during the unpacking process, it has been detected that the radius arm was detached from the sub-frame. Fortunately there was no patient involvement and no personal injuries.